Event description:
It was reported that the healthcare professional was concerned upon review of the ventricular episode that patient with this implantable cardioverter defibrillators (ICD) device was not atrial pacing. There was undersensing on the atrial channel due to patient's underlying and current programmed settings. The true ventricular events were being marked as vs and pvc due to current vt zone programming. The healthcare professional will be further discussing with the physician. This ICD device remains in service. Additional information received indicated that no programming changes were needed. The physician stated that the slow vt event was initially under detection rate. No adverse effects were reported.